Event description:
It was reported that the implantable cardiac defibrillator (ICD) battery depleted earlier than expected. The ICD was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the battery voltage was pre/approaching elective replacement indicator (eri). The weekly battery voltage trend data shows the minimum battery equal to 2.92 to 2.68 volts between (B)(6) 2012, which is before device recommended replacement time (rrt) which is less than or equal to 2.61 volts.

Manufacturer narrative:
The device was returned and analyzed. The device did not meet expected longevity. Analysis results of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.